Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. The procedure went without incident and the patient is doing great postoperatively. No device malfunction was suspected. Nothing will be returned due to hospital policy.